Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Customer reported bd cpu was replaced. However, puritan bennett's customer support engineer (cse) performed software update prior to final testing.